Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Event description:
It was reported that a spectrum pump displayed a reload set alarm. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received nad evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was not reproduced. The alarms were confirmed during a review of the event history log. The confirmed alarm was found to be caused by a failed upstream sensor with low fluid numbers. The failed upstream sensor was replaced.

Manufacturer narrative:
(B)(4). In the initial MDR sent, it was stated that a spectrum pump displayed a constant air in line message. It was determined that the customer report of air in line alarm did not occur and was reported in error. The reported symptom has been corrected. Baxter received additional information from the customer stating that the air in line alarm was reported in error and that the alarm experienced was a reload set alarm which is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-07267 can be removed from the FDA database.